Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that doctor observed femoral stem subsidence of 6mm on the 6 week x-rays for a patient participating in the (B)(4) clinical study.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding stem subsidence involving a securfit stem was reported. The event was confirmed. Method and results: medical records received and evaluation: the provided x-rays were submitted to a consulting clinician who deemed it insufficient for a medical review. Stem subsidence confirmed on x-ray however operative reports and clinical history are needed to further investigate. Conclusions: a medical review was performed and confirmed that the stem subsided however the exact cause of the event could not be determined. Additional information, including operative reports, progress notes, clinical history and return of the device are needed to fully investigate the event.

Event description:
It was reported that doctor observed femoral stem subsidence of 6mm on the 6 week x-rays for a patient participating in the secur-fit advanced post-market clinical study.